Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported event was due to the user using a non-olympus stent, even though the instructions for use (IFU) provides a list of compatible stents. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿combination equipment - using incompatible equipment can result in patient or operator injury and/or equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the bending section rubber glue at the insertion part was cracked. Bending section was distorted, crushed and had sunken folds. The insertion part at the connecting tube had a scratch. The control unit air water cylinder had paint peeling off. The protector grip/control unit of the suction cylinder had been peeling off. Air/water cylinder was damaged, worn and corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that a non-olympus stent that was placed with its own introducer got caught in the duodenovideoscope's channel during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure with chance of stent. When the evis exera iii duodenovideoscope was being pulled out of the patient, it was noticed that the stent was caught in the scope between the raiser. The patient was treated with a new procedure and with another scope to set the stent into place. The new procedure was completed successfully with a 20-30 minute delay while using another similar device. There was no report of patient harm.